Manufacturer narrative:
Additional information: it was noted when the physician pulled the whole delivery system out of the patient¿s body it is noted that the tip still stayed in the wire and delivery system moved. Post detachment the tip was observed outside the stent graft which was in the descending aorta. No procedural issues or unusual forces were suspected to have led to the detachment however it was noted that anatomical factors such as the aortic arch angle being too steep may have attributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned without the detached taper tip. A break was visible to the inner shaft distal to the spindle. The material was jagged and uneven at the break site. There were no marks or cuts visible to the shaft at the break site. Sem images of the break site confirmed there was no evidence of damage to the inner shaft which could have contributed to the break. The material detachment was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 380mm in length thoracic dissection. It was reported during the index procedure vamf3434c200te was implanted proximally however during retrieval of the delivery system following the IFU it was noted once the delivery system was brought back, the tapered tip was missing. An angiogram showed the tapered tip broken and still inside the patient attached to the stiff wire. The tapered tip was then retrieved using a snare kit. The procedure continued by deploying the distal stents. No further complication occurred. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.